Event description:
Country of complaint: (B)(6). Thread breaks during removal and leaves particles.

Manufacturer narrative:
MFR site evaluation: samples received: 5 unopened racepacks. There are no previous complaints of this code/bath. There are no units in OEM stock. Visually, thread surface on the closed samples received is correct. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during this process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventative actions: na.